Event description:
It was reported that during a da vinci-assisted right wedge resection procedure, bleeding occurred, necessitating an emergency conversion to open surgery. The cause of bleeding is unknown, but it was observed that blood was filling the chest cavity. As the procedure was being converted to open surgery, the anesthesiologist lost the patient's pulse. The patient's pulse was recovered and approximately 15 minutes later, a general surgeon entered the operating room (or) and scrubbed in to assist the primary surgeon. A right upper pulmonary lobectomy was performed. The following information is unknown: the estimated blood loss associated with the event, what interventions were required due to the complication, and the current status of the patient.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument, or accessory. Therefore, no product is expected to be returned. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.